Event description:
A home pt contacted baxter's technical service center regarding a systen error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt connected the pt extension line to the pt line of the homechoice set after the prime cycle was complete. Baxter's technical service center assisted the home pt in ending the therapy early. Therapt was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.